Event description:
It was reported that the on/off key on a pump keypad "sticks intermittently." The customer stated that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. All keys performed as expected and no keys resulted in an incorrect response or double entry. However, the evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down without user input. At the time, the date of event is unknown.